Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing of the device, service was not able to confirm or duplicate the reported issue after repeated attempts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified diagnostic procedure, the subject device displayed an error code e333 (touch panel error). The intended procedure was completed using the same device. There was no patient or user injury reported due to this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "10.2 troubleshooting guide ·code :e333 ·error message :touch panel error ·possible cause :the video system center has broken down. ·solution:immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus." Olympus will continue to monitor field performance for this device.